Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5028464. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: nurse inserted 18g IV into patient's vein, but when she went to engage the safety to retract the needle, the needle would not retract. Nurse removed IV from patient and attempted to engage safety again, but the needle still would not retract. Risk of needlestick injury.